Event description:
Related manufacturer reference number: 2017865-2021-32356. It was reported that the patient presented in the emergency room on (B)(6) 2021 with syncope. Upon examination of the leads, it was noted that there was high pacing lead impedance and high defibrillation lead impedance on the right ventricular (rv) lead. The right atrial (ra) lead had high pacing lead impedance. The high value of impedance was reproducible with testing. The physician observed that the cause of high impedance might be due to conductor fracture. The patient was scheduled for lead and device explant procedure. The physician implanted new device, rv lead and ra lead on 9 sep 2021 and explanted the device, rv lead and ra lead on (B)(6) 2021. The patient was in stable condition before, during and after procedure.